Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing connector. The site of insertion was left abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6009547 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test (static pull) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009547 was manufactured according to the wi version 47 manufactured in the multivac 14, on 07/oct/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4j05666 was manufactured according to the wi version 65 manufactured in the sc05-sc06, on 07/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 05/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009547 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.